Manufacturer narrative:
This report is submitted (B)(6) 2016, by (B)(4).

Event description:
Per the clinic, thew patient developed an methicillin-resistant staphylococcus aureus infection at the implant site, resulting in explanation of the device on (B)(6) 2016. The patient was not reimplanted with another device.